Manufacturer narrative:
Although device was requested it will not be returned. Results pending completion of the investigation. Related mdrs: see MDR 2027969-2022-00062 (lot hcg1122051) and 2027969-2022-00063 (lot hcg1112056).

Event description:
The customer reported a false positive result with the consult hcg urine cassette (lot hcg1112056) which was administered to a patient before a procedure. Two retests were done using the same patient urine sample and same lot with negative results. No treatment/procedure was provided or withheld based on the false positive result, no adverse event occurred. Although requested, further information has not been provided. Related mdrs: see MDR 2027969-2022-00062 (lot hcg1122051) and 2027969-2022-00063 (lot hcg1112056).

Manufacturer narrative:
Retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: · very low levels of hcg (less than 50 miu/ml) are present in urine specimens shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. · a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimens should not be used to diagnose pregnancy unless these conditions have been ruled out. · as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. · this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.